Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that scratch or defect was noticed on the lens after it was inserted into the left eye. The lens was removed and replaced with a new one. Additional information has been requested.